Manufacturer narrative:
(B)(4). Correction: actual device was not returned. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection found a crack on the device, but it was found to be unrelated to the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the transfer set during peritoneal dialysis therapy. After about one month of use, a crack was noted in the mainbody which the reporter stated led to a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.